Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed and no anomalies were found. Concomitant product: 4968 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the atrial lead had possible oversensing. The atrial lead was abandoned. It was also reported that the device inhibits pacing when programmed to doo at a lower rate of 70 beats per minute and then the patient would pace at 36 beats per minute. The device was explanted and replaced. No further patient complications have been reported as a result of this event.